Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) swapped out the cassette only in an attempt to clear a check lines and bags alarm during therapy on the homechoice. The patient was not connected at the time of the alarm. The hp stated that the alarm "went away" after they changed out the cassette. The hp then attached a new cassette and proceeded to continue therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.this is report 1 of 7.